Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed. Customer confirmed viral transport media was used. Confirmation testing was performed using same sample with (iponatic de akralab) and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10. This supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction.